Event description:
It was reported that the patient presented in the ER for device change-out due to normal eri. Externalized conductors were noted via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasions were found at 7.5-11.4 cm, 9.0-10.2 cm, 11.0-12.1 cm from the distal tip. The etfe coatings of the conductors were intact.